Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s therapy had stopped due to a power on reset (por). The patient stated that the ins recharger (insr) kept telling them that their ins was charged, but they could not turn the ins on. The patient reported they had been suffering for about a week now and trying to charge. The patient confirmed that the ins was charged now. The patient noted they had no electromagnetic interference (emi) and they did not think their battery was low. The patient had shut it off for a couple of days. They reported it was an info por. The patient was instructed to clear the por with their patient programmer which resolved the issue. They noted that the therapy was adequate. No further complications were reported. Follow up was conducted.